Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient complained chest pain and visited hospital on (B)(6) 2020. By x-ray, perforation of the rv wall was confirmed. On (B)(6) 2020 this lead was explanted. No cardiac effusion was observed so a new lead was implanted. The physician commented the first implant position was not good and considered this event was due to procedure. He did not believe this was a device malfunction.